Event description:
The facility reported an infusion pump with failure code 812:02. The hospital representative stated that there have been no reports of any patient incident this pump since the last baxter service event.